Event description:
It was reported that this was a venotomy closure of the right common femoral vein using prostyle devices after an ablation interventional procedure. A prostyle device was used in two access sites in the vein, one prostyle in a distal access site using an 8.5f sheath and another prostyle in a proximal access site using a 10f sheath. Reportedly, after hemostasis was achieved with prostyle sutures in both of the puncture sites, the puncture sites appeared to be "dimpled" [sutures placed correctly, but on tightening down they moved]. Therefore, the prostyle sutures from both access sites were removed and "eight-shape" suturing was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is unlikely the sutures moved as reported as hemostasis was achieved. The cause of the dimpling is possibly related to the location of the sutures and the anatomical structure; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.